Manufacturer narrative:
(B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported having bent battery pins which is consistent with physical damage and no malfunction of the device. The battery pca and rear case were replaced by the fse. The complaint neither alleges a deficiency or failure of a pcci device nor does the information received meet the reportability criteria. No further communication was requested and none is warranted.

Event description:
The customer reported having bent battery pins which is consistent with physical damage and no malfunction of the device. There was no report of patient involvement or that the unit failed to power up.